Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
H6 correction: health effect - clinical code should have also included 2388 - inadequate pain relief health effect - impact code should have also included 4611 - absence of treatment during processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
E1 correction: the reporter's information was updated.

Event description:
Surgical intervention took place on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.